Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 530 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with manual injections. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer alleged the insulin pump for under delivery because she was getting high from the time she got the new insulin pump. The insulin pump was not on auto mode at the time of the incident. They also reported that they did not get any alarm on the insulin pump. The insulin pump passed self test and they declined troubleshooting for high blood glucose event. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.